Event description:
It was reported that there was oversensing, which appeared to be due to a header issue. The device was replaced, however the oversensing continued. It was then determined that there was 'a problem' with the pace/sense portion of the high voltage lead, so it was capped, and a new pace/sense lead was implanted. The oversensing issue was resolved. No patient complications have been reported as a result of this event.